Event description:
Using a patient lift, device would not lower patient with normal controls (pendant and fixed controls on device) or emergency lower switch. Testing on the device revealed no problem. The emergency lower switch requires battery power and it is possible to release the battery and have it appear to be connected properly. The battery must be in place and functional and the power switch must be on for any of the controls to work, including the emergency lower switch.